Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to heart failure on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15aug2016. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. The device was not returned for evaluation. It was reported that the patient expired due to heart failure on (B)(6) 2021. The patient had been on hospice since (B)(6) 2021 due to decline and failure to thrive. The patient¿s family agreed with this decision and accepted help from hospice agency. The nurse practitioner on call the morning of (B)(6) 2021 received a call that the patient had expired. It was communicated that they were a remote heartmate (hm) ii patient with a medical history of chronic heart failure with reduced ejection fraction (hfref) post implant, known short to shield issues, nonischemic cardiomyopathy, an automatic implantable cardioverter defibrillator (aicd) implanted in 2012, ventricular tachycardia (vt) that required cardioversion in 2017, aortic insufficiency that required aortic valve closure in 2020, hypertension, hyperlipidemia, and diabetes. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.